Event description:
A malfunction alarm was reported for the customer's pump, with the issue not causing the blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to continue using their current pump, and arrangements were made to replace it. The customer received instructions for returning the problematic pump using a pre-paid label within 10 days and was also informed about sensor replacement procedures.